Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2020, during a device implant when the physician used the lead, the threshold was high, and repeated tests did not change. After replacing the lead, the parameters were normal, and the procedure was successfully completed. The patient was fine.